Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from india that during service and evaluation, it was determined that the craniotome device would not engage the attachment and failed pre-test for lock operation and temperature assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. It was noted in the service order that the attachment device was damaged during an anterior and posterior lumbar fusion procedure. It was reported that there were no injuries due to the event. There were no reports of delays to the surgical procedure. It was not reported if a spare device was available for use. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.